Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an external and internal investigation. An unknown white and black contamination (dust-like) at the air inlet of the blower box. White dust-like contamination on top and bottom of the blower motor, blower motor seal, blower box and blower box lid. Black contamination, consistent with keratin. Tiny unknown black (inconsistent with degraded sound abatement foam), specks of contamination on the bottom of the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer is unable to directly address the symptoms outlined in the complaint, they did observe dust/dirt contamination in the airpath, likely from a source external to the device and also observed no evidence of degraded sound abatement foam.